Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. But since the subject device was not returned to omsc, omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
In the incoming inspection of the subject device for repair, olympus service operation center found the deterioration of the glue of the distal end on the subject device. There was no information when the deterioration of the glue had occurred. There was no patient injury associated with this report. It was not provided other detailed information.